Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pelvic area') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia in 1986, dry eyes, hemorrhoids, vaginal delivery, varicose veins, contact lens wearer, eyeglasses therapy, dysuria, urinary retention, urinary frequency, urine cytology, urinary incontinence, night sweat, urinary incontinence, freckles, mole of skin (2 spots on left leg and right ankle), skin tags (lower chest and back, skin type: I ¿ always burns, never tans.), paratubal cyst, abnormal uterine bleeding and menometrorrhagia. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique. At the end of the procedure, the right cornua had 2 visible coils and the left cornua had 3 visible coils. A successful placement occurred bilaterally. Concurrent conditions included neoplasm nos, back pain, head pain, abdominal pain lower (pain in right lower quadrant and left lower quadrant pain), fever, burning micturition, flank pain, tenderness, hematuria, pain in extremity, chills, dizziness and freckles. Family history included breast cancer (grandmother), drug allergy (grandmother) and depression (mother). Concomitant products included nsaids since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"), 14 days after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, depression, anxiety, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, fatigue, heavy menstrual bleeding, menometrorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: at the end of the procedure, the right cornua had 2 visible coils and the left cornua had 3 visible coils. A successful placement occurred bilaterally. Could see essure device pushing up on tubes bilaterally diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion.. Concerning the injuries reported in this case, the following events uti, depression, vaginal discharge confirming- events which are same in pfs & mr. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pelvic area') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia in 1986, dry eyes, hemorrhoids, vaginal delivery, varicose veins, contact lens wearer, eyeglasses therapy, dysuria, urinary retention, urinary frequency, urine cytology, urinary incontinence, night sweat, urinary incontinence, freckles, mole of skin (2 spots on left leg and right ankle), skin tags (lower chest and back, skin type: I ¿ always burns, never tans.), paratubal cyst, abnormal uterine bleeding and menometrorrhagia. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique. At the end of the procedure, the right cornua had 2 visible coils and the left cornua had 3 visible coils. A successful placement occurred bilaterally. Concurrent conditions included neoplasm nos, back pain, head pain, abdominal pain lower (pain in right lower quadrant and left lower quadrant pain), fever, burning micturition, flank pain, tenderness, hematuria, pain in extremity, chills, dizziness and freckles. Family history included breast cancer (grandmother), drug allergy (grandmother) and depression (mother). Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"), 14 days after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, depression, anxiety, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, fatigue, heavy menstrual bleeding, menometrorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: at the end of the procedure, the right cornua had 2 visible coils and the left cornua had 3 visible coils. A successful placement occurred bilaterally. Could see essure device pushing up on tubes bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Concerning the injuries reported in this case, the following events uti, depression, vaginal discharge confirming- events which are same in pfs & mr. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia in 1986, dry eyes, hemorrhoids, vaginal delivery, varicose veins, contact lens wearer, eyeglasses therapy, dysuria, urinary retention, urinary frequency, urine cytology, urinary incontinence, night sweat, urinary incontinence, freckles, mole of skin (2 spots on left leg and right ankle), skin tags (lower chest and back, skin type: I ¿ always burns, never tans.), paratubal cyst, abnormal uterine bleeding and menometrorrhagia. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique. At the end of the procedure, the right cornua had 2 visible coils and the left cornua had 3 visible coils. A successful placement occurred bilaterally. Concurrent conditions included neoplasm nos, back pain, head pain, abdominal pain lower (pain in right lower quadrant and left lower quadrant pain), fever, burning micturition, flank pain, tenderness, hematuria, pain in extremity, chills, dizziness and freckles. Family history included breast cancer (grandmother), drug allergy (grandmother) and depression (mother). Concomitant products included nsaids since december 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"), 14 days after insertion of essure. On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, depression, anxiety, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, fatigue, heavy menstrual bleeding, menometrorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: at the end of the procedure, the right cornua had 2 visible coils and the left cornua had 3 visible coils. A successful placement occurred bilaterally. Could see essure device pushing up on tubes bilaterally diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion.. ¿concerning the injuries reported in this case, the following events uti, depression, vaginal discharge confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient medical history, product removal details, rcc added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.